Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was prepared for use in a bronchoscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation, the needle had punctured through the plastic sheath when the package was opened. The procedure was completed with another excelon transbronchial aspiration needle. No patient complications were reported as a result of this event.

Manufacturer narrative:
The returned device presented with the needle fully retracted and wedged between the sheath and the protective hub. Additionally, it was noted that there was a puncture in the catheter below the protective hub, adjacent to where the needle was wedged. Functionally, the needle could not be extended since it was wedged in place. When the sheath was stretched to properly align the needle within the hub, the needle could be extended/retracted without issue. Both pressure and vacuum could be applied to force water through the sheath (with leakage only at the mentioned puncture location). The condition of the returned device was consistent with the complaint that the needle had punctured the sheath. Based on the information available, the most probable cause of the issue is handling damage. Manipulation of device during unpacking or preparation may have caused the needle to get caught below the protective hub. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was prepared for use in a bronchoscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation, the needle had punctured through the plastic sheath when the package was opened. The procedure was completed with another excelon transbronchial aspiration needle. No patient complications were reported as a result of this event.